Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in poor good condition. During functional testing, installed test disposable l-370 to check for leaks. Powered on device, leaking was apparent immediately from the disposable. This confirms customer reported reason. Changed o rings and tightened 390 main block assembly. Ran device for an hour with no leaks present. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device leaks water at 390 block. No patient injury was reported.